Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. No button error alarms noted. No button response due to corroded keypad traces.

Event description:
Customer reported a button error while filling the reservoir. The blood glucose reading was 164 mg/dl. Nothing further was reported.